Event description:
Information was received that during use of this smiths medical cadd administration sets, fluid leaked was noted. It was reported that the set was to be used for sterile chemo drug compounding and after the tubing was attached and primed, it was found to be leaking. The hole found in the tubing approximately 1 inch long. According to the report, the bag of chemo drug was wasted due to the leaking. No reported adverse effects.